Manufacturer narrative:
UDI information is unknown. Initial reporter also sent report to FDA is unknown. No information has been provided to date. Premarket (510k) number is unknown. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that patient wanted to know if she needed to clean up the mouthpiece stating instructions in the booklet were confusing because they recommend to clean up the chamber without mentioning mouthpiece. No patient injury was reported.